Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom on (B)(6) 2016, to report that on (B)(6) 2016, the g5 transmitter would not pair with the g5 application. Dexcom representative instructed the patient's father to check bluetooth setting on the g5 application and repair, which was unsuccessful. No additional patient or event information is available.